Manufacturer narrative:
Evaluation summary: a literature article discusses possibility of a scleral flap becoming thinner "in the cases of poor iop control after implant surgery¿. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported via literature report that scleral flap may become thinner in the cases of poor iop control following glaucoma filtration device implant procedures. Seven eyes were examined and considered as the "poor control group" by glaucoma eye drop treatment and needling postoperatively. Scleral flap thinning was observed six months following the procedures. It was particularly notable in the sclera area near device insertion site.